Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported the evis exera iii video system center is getting low light intensity on auto mode. The event occurred during procedure. A similar device was used to complete the procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of low light intensity was not confirmed. The unit tested with a test cf-hq190l, ltf-s190-5, ltf-vh, gif h-180 and gif-q180 scopes and auto brightness was working properly. All video output signals and images tested as normal. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.